Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: what was the date of the initial procedure? What was the date when the issue was identified? How was the leak addressed? During the reoperation, was the site of the leak identified? Were any issues noted with staple form in the reoperation? What is the current patient status?

Event description:
It was reported that after a gastric bypass procedure, gastric fistula; post-op fistula. The patient has been re-operated on. The patient is fine. No malfunction of the devices during the initial procedure. Reloads used: ecr60w n4m181 (2), ecr60b n4m77p (5).